Manufacturer narrative:
(B)(4) it was reported that the catheter could not apperceive magnetic signal. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Then per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. The root cause of the char remains unknown.

Event description:
It was reported that during a procedure, the catheter could not apperceive magnetic signal. The case was completed by changing the catheter without any patient consequence. On (B)(6) 2014, upon receiving the product in biosense webster lab, it was noticed that a char on tip dome measuring about 1mm making this event reportable.

Manufacturer narrative:
(B)(4).